Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, air bubbles were unable to be cleared from the side port of the sheath. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 35701-69, and data files were returned and analyzed. The data files showed no issues or system notices. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue of leaking valve was confirmed through testing. The sheath failed the return product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.